Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an unrelated cardiac procedure, the patient developed 3rd degree heart block and some pacing with their epicardial leads was observed, which were noted to have sometimes not been reliable. It was noted after prepping and draping the patient for the unrelated procedure, the patient's epicardial leads briefly did not appear to work. The physician felt it may have been because the lead were touching each other. The pacing wires were spread apart and held in place during the procedure. The leads were checked and values were within expected range. The leads remain in use. No further patient complications have been reported as a result of this event.